Event description:
It was reported that this right ventricular (rv) lead dislodged a day after implant. The patient underwent a surgical intervention and, at physician's discretion, this rv lead was moved to the right atrium (ra) and a new and longer rv lead was then implanted. A few days later, it was noted that lead measurements were out of range, but specific parameters could not be obtained. After performing a check up, a new dislodgment of this lead, now implanted in the atrium, was confirmed. This resulted in an additional surgical intervention where the lead was repositioned. It was thought the dislodgement may had been caused by the condition of the patient's heart tissue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged a day after implant. The patient underwent a surgical intervention and, at physician's discretion, this rv lead was moved to the right atrium (ra) and a new and longer rv lead was then implanted. A few days later, it was noted that lead measurements were out of range, but specific parameters could not be obtained. After performing a check up, a new dislodgment of this lead, now implanted in the atrium, was confirmed. This resulted in an additional surgical intervention where the lead was repositioned. It was thought the dislodgement may had been caused by the condition of the patient's heart tissue. No additional adverse patient effects were reported. Additional information was received indicating the entire therapy system, including this lead, was explanted due to an infection developed by the patient. No additional adverse patient effects were reported.